Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 2-1 and 2-2 was failed and there was a defective circuit board. The field service engineer replaced circuit board and t board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system stuck on black screen. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.